Event description:
The customer reports: the kit was opened by a doctor who found the tubing to be cracked on inspection before she commenced a chest drain insertion. The incident report notes that the blue attachment between the luer lock and the tube was cracked. The device was likely to have been cracked in manufacture.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. The blue luer hub appeared to be cracked in the photo. Complaint verification testing could not be performed as the actual sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the kit was opened by a doctor who found the tubing to be cracked on inspection before she commenced a chest drain insertion. The incident report notes that the blue attachment between the luer lock and the tube was cracked. The device was likely to have been cracked in manufacture.